Event description:
It was reported via a trial that post xact stent implantation in the left internal carotid artery, the patient experienced hypotension related to baroreceptor dysfunction. The patient's hypertensive medications were held. The patient's condition improved and he was discharged two days after the procedure on oral hypotension medications. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension, as listed in the xact instructions for use (IFU), is a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture and design.